Manufacturer narrative:
The customer suspected the cuvettes. The cuvettes from the customer site were sent to siemens for in-house testing. Siemens healthcare diagnostics is investigating. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
Discordant advia centaur xp enhanced estradiol (ee2) results were obtained on samples from several patients. The discordant results were not reported. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp enhanced estradiol results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00036 on february 11, 2016. On 03/06/2017: additional information: siemens healthcare diagnostics has investigated the issue with the cuvettes. Siemens' has concluded that when advia centaur cuvettes are stored according to manufacturer storage recommendations (-20c to 60c) the cuvettes are performing as designed and intended. There is no impact to assay performance or patient results or safety. There is no action to be taken by the customer. Siemens will continue to monitor product performance of the advia centaur systems to maintain quality expectations as we do with all of our products. The instrument is performing within specifications. No further evaluation of the device is required.